Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery longevity dropped from 1.5 years to 3 months in a span of 3 months. A request was made to have data from this device analyzed. Data analysis result did not show a low voltage fault, but this device power consumption is increasing in a gradual fashion and exhibited premature battery depletion (pbd). Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery longevity dropped from 1.5 years to 3 months in a span of 3 months. A request was made to have data from this device analyzed. Data analysis result did not show a low voltage fault, but this device power consumption is increasing in a gradual fashion and exhibited premature battery depletion (pbd). Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery longevity dropped from 1.5 years to 3 months in a span of 3 months. A request was made to have data from this device analyzed. Data analysis result did not show a low voltage fault, but this device power consumption is increasing in a gradual fashion and exhibited premature battery depletion (pbd). Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.